Event description:
The customer received analyzer alarms and questionable low ion selective electrode (ise) results for multiple patient samples when compared to the results from the integra 800 analyzer. Of the data provided for one patient sample, only the sodium and chloride results were discrepant. The sodium result from the cobas c501 was 131 mmol/l and from the integra 800 was 137 mmol/l. The chloride result from the cobas c501 was 98.7 mmol/l and from the integra 800 was 110 mmol/l. The results from the cobas c501 were reported out. The results from the integra 800 were believed to be correct. The patient was not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were requested, but were not provided. The field service representative could not determine a cause. He noted excessive condensation was in the internal standard bottles and the chimneys were not installed which has been known to cause a concentration gradient within the internal standard leading to result drift. He checked the system operation, mixed the internal standard solutions, installed chimneys in the bottles, and replaced chloride electrode. He ran calibration, qc, and precision testing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.